Event description:
Caller reported that pump compelled them to continue insulin resumption for two consecutive days. Customer's blood glucose level went above a safe threshold, but exact value was unknown and displayed as "high." A manual correction injection was administered to address elevated bg. Customer reverted to an alternate method of insulin delivery.